Event description:
The patient's mother is calling to report that the pump is showing e-1 cartridge empty, but will not clear when he presses the check button. The check button is not working. The pump is being returned and replaced. No adverse event alleged.